Manufacturer narrative:
Maquet (B)(4) requested the product in question for further investigation but the hls set was already disposed. Therefore no laboratory investigation could be performed by the manufacturer. A review for similar complaints to be investigated already was performed and no similar complaints were found. As stated by the customer from day three on clots started to appear in the oxygenator. Clotting is a known phenomenon to mcp and the cause of this incident was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within mcp specifications. The occurrence rate is below the acceptance rate, thus no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Sudden oxygenator failure after starting the vv ECMO run for 5 days despite being on systemic anticoagulants. From day three a discoloration which seems to be clotting started to appear. The cardiohelp showed sudden rise in delta pressure to sixty something which was variable and flow was going up and down but it did not stop. There was some hypoxemia but they changed the oxygenator immediately. Complaint ID: (B)(4).